Event description:
I have been wearing soft contact lenses for over 30 years. I've used a lot of different types of contact/saline solution, but I have recently been using opti-free pure moist with hydraglyde the most (it's been my go-to for months if not longer). It started with itching eyes and unusually dry contact lenses; usually don't have to use rewetting drops or rinse my lenses throughout the day, but I've been doing this almost daily for about 6 months. I've also noticed a very strong musty smell - it took until recently to realize it was my contact solution. I opened another new bottle - my 3rd in a week) and they all smell the same. I switched cases, I switched lenses, I'm not sure what else to do besides throw away the bottles I already opened. The bottles I do have left have a lot number of 118xa, with an expiration date of 2025-05-31. Contact lens storage, disinfecting, cleaning and rinsing.